Event description:
Boston scientific received information that shortly after pocket closure of this newly implanted implantable cardioverter defibrillator (ICD); noise and oversensing were seen on the right ventricular (rv) channel. An electrogram (egm) was sent in for boston scientific technical services (ts) to review. Ts discussed the potential causes of the clinical observations. The physician decided to reopen the pocket and visually inspect the sealing ring in the device header. At that time, a hole was seen in the sealing ring. At that time, the physician explanted and replaced the device. There were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram and a review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.